Event description:
It was reported that during implant of this right ventricular (rv) lead, the lead was attempted to be placed in the rv septum for deep septal pacing. Good initial placement was achieved, however, the qrs widened post placement of the right atrial (ra) lead. The rv lead position was then reviewed and a perforation of the interventricular septum was suspected. An attempt was made to reposition the lead, however, in one attempted position, the lead was noted to have moved more than expected with retraction and advancement of the catheter. This lead was removed and a new lead was successfully implanted. No additional adverse patient effects were reported. The return of the lead is not expected. If information is provided in the future, a supplemental report will be issued.